Event description:
It was reported by the customer that intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 523 mg/dl. Elevated bg was addressed by correction bolus via pump. The issue was resolved by changing the cartridge and resuming insulin delivery.